Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient had last been seen by them on (B) (6) 2008, and had his last battery check with a manufacturer's representative in (B) (6) 2008. A follow up appointment had been scheduled and then cancelled "for financial reasons in (B) (6) 2008."

Event description:
The device was returned to the manufacturer following the patient's death, analyzed, and tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
(B) (4)